Event description:
It was reported that patient underwent a tibial plateau fracture repairment procedure on an unknown date. During the procedure, the locking screws would not fully set into the tibial plate. The procedure was completed leaving out the problem screws. There was no delay in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).